Event description:
It was reported that during preventive maintenance there was a fault found. There was no patient involvement. During the investigation it was found the device had inconsistent speed. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign, (B)(6). Review of the most recent repair record determined the unit was found to have a worn reciprocating arm, and the motor speed was unstable. The reciprocating arm, motor, and external e-ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.